Event description:
The pt was injected in the tear troughs under the eyes and orbital rim on lower lateral corner. The pt allegedly developed swelling and felt water under eyes, "festoons". The pt was treated with warm compresses, massage, ultrasound, benadryl, and prednisone.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to serve facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.